Event description:
It was reported that a patient had skin irritation while wearing the pod for longer than 48 hours. The patient reports the pod infusion site, (back) was red and irritated. The patient went to their doctor and was diagnosed with skin irritation. The patient was prescribed a cortisone cream (2.5 %) to be used after removal of a pod as well as fluticasone to be sprayed 2 times before application of a pod. The patient was at the doctors office for 20 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.